Event description:
Per the audiologist, the pt's flange fixture with abutment was explanted in 2008 due to inflammation. The MFR has requested, but not received the sterilized implant. Add'l pt info was also requested.

Manufacturer narrative:
The type of event is addressed in the device labeling.